Event description:
During baxter's functionality testing, a spectrum pump alarmed door not fully latched. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed through baxter's functionality testing, as well as reproduced through further testing. Evaluation found the door able to latch closed with a loaded set, however the force required to secure the door was above expected levels. The unit was reworked per baxter's service procedure.